Manufacturer narrative:
Received one used 142550489 primary plum set for inspection. The inline filter was observed to be wetted out at the inlet and outlet filter vents. The set was tested per product specifications. There was leakage at the filter vents of the 0.2 micron filter from various locations. The reported complaint can be confirmed. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to prior infusate interaction. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. The investigation is still pending.

Event description:
The event occurred on an unspecified date involving a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported that the set was leaking at the filter while on an infusion that runs for 24 hours. The device stopped working around 19 hours of use and this has occurred on 3 times in the lot. The infusing drug was chemo (doxorubicin/etoposide/vincristine). There was patient involvement but no human harm.